Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was a stored episode of signal artifact monitoring due to high out of range pacing impedance measurements of greater than 3000 ohms. The issue was noted via the remote home monitoring system. The ra lead had switched from bipolar to unipolar configuration due to lead safety switch (lss) from the high impedance measurements. It was noted that the change in impedance was sudden and yielded intermittent out of range measurements. The patient was brought into the office for evaluation and the noise was reproducible when touching the device. There is concern over right atrial (ra) lead fracture near the device connection site. At this time the ra lead will remain in unipolar configuration with the patient being monitored via the remote home monitoring system.